Manufacturer narrative:
Test strip lot # 1020215119 expiration date: 04/30/2017 control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The consumer's complaint could not be confirmed. The consumer returned the empty vial of the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the consumer did not return the blood glucose test strips the evaluation of the empty vial; the root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. Qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Consumer called in stated he injured himself and ended up at the hospital after he mistreated himself based on a high blood glucose result. According to the consumer - he performed a fasting blood glucose test on (B)(6) 2015 at approx. 07:30 am getting a result of 287 mg/dl. The consumer reported he administered 17.8 units of insulin based on the bg result. It was reported to nova biomedical that a consumer performed three additional test using the same meter and strips from the same vial within the same hour getting the following results: 218 mg/dl, 257 mg/dl and 67 mg/dl. The consumer stated, "...a couple of hours later while watching tv he started feeling 'delusional, could not understand the tv'; fell to the floor started convulsing so bad that he injured his ankle and his eye socket. His wife arrived home, found him unconscious on the floor and contacted emt's before emt's arrived, mrs. Israel gave consumer a glucagon injection. Paramedics arrived and tested him with their unknown meter getting a result of 26 mg/dl (consumer stated he tested with his nml meter and believes the reading was 58 mg/dl )..." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.